Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of medical device removal ("recently did a laparoscopic bilateral salpingectomy with removal of essure") and device breakage ("the essure was still in situ in the uterus / the device may have fractured") in a (B)(6) female patient who had essure inserted for female sterilisation. Concomitant products included nsaid's. In 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criterion medically significant). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 bilateral salpingectomy with removal of essure). At the time of the report, the medical device removal outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for device breakage and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was still in situ in the uterus. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a physician and describes the occurrence of medical device removal ("recently did a laparoscopic bilateral salpingectomy with removal of essure") and device breakage ("the essure was still in situ in the uterus / the device may have fractured") in a 35-year-old female patient who had essure inserted for female sterilisation. Concomitant products included nsaid's. In 2012, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2018 bilateral salpingectomy with removal of essure) and surgery (on (B)(6) 2018 bilateral salpingectomy with removal of essure). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown and the device breakage had not resolved. The reporter provided no causality assessment for device breakage and medical device removal with essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: essure was still in situ in the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.